Event description:
It was reported by service report that the gas cylinder for the fowler was no longer holding pressure. It is unknown if there was patient involvement; however, no adverse consequences were reported.